Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system error. The patient's blood glucose at the time of incident was normal and did not require medical treatment. There were other instances of a compromised force sensor system errors found in the pump's alarm history. No further details were given. The insulin pump is out of warranty and will not be returned or replaced.